Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a prolift was implanted. It was reported that she experienced undisclosed injuries. No additional information is provided at this time. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, prolift was implanted concurrently with removal of sebaceous cysts. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2899272 and product code (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, and recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.